Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit at the service center after returning from the facility; however the reported issue could not be replicated initially. After while, running test was performed intermittently. After running test was performed for a long period of time, this iabp unit was once turned off and on. When the unit was rebooted, power-up test fails code #14 appeared on the monitor display. The unit was re-booted again, an error message "iabp may require maintenance" was displayed. Later on, "autofill failure" alarm was generated at the time of autofill procedure. The fse determined that these issues were caused by unstable performance of the scroll compressor. To address the issue the fse replaced the scroll compressor and the issue was resolved. The fse performed preventive maintenance including all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Manufacturer narrative:
Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 12 month product complaint trend data for the period (feb 2020 through jan 2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
It was reported that during pre use inspection, the cardiosave intra-aortic balloon pump (iabp) had an autofill error. Subsequently, in-hospital checks, the autofill error showed again. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us. (B)(4).

Event description:
It was reported that during pre use inspection, the cardiosave intra-aortic balloon pump (iabp) had an autofill error. Subsequently, in-hospital checks, the autofill error showed again. There was no patient involvement, and no adverse event reported.